Event description:
It was reported that a patient had a minicap with the sponge missing. The patient did not use the cap. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.